Manufacturer narrative:
(B)(4). Customer returned product on 8/16/2016;product received at qc lab on 8/18/2016;qc lab evaluation completed on 8/24/2016. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer informed that feels better, no diabetic symptoms at the phone call time; customer had not seek medical attention after the initial phone call.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer states that has excess urination, feels fatigued, thirsty, dizzy and is lightheaded. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms. Customer states that cannot administer correct dose of insulin due to meter reading e-5. Informed customer to seek medical attention and customer states that will go to her doctor's office. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 6/27/2017.